Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. It was observed that none of the keypad buttons spring back when pressed. During investigation, the up arrow key contact was observed to be misaligned. The audio bolus button was found to have a hole in it, and is difficult to press. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok, up arrow, and down arrow keypad buttons have become intermittently unresponsive over the past several weeks. She noted that the buttons no longer click and spring back when pressed. The family member denied physical damage to the keypad; denied exposing the pump to moisture; and stated that the pt wears the pump clipped to his pants or in a pocket.